Event description:
The customer reported that the system shut down without command during a case. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cpu and power pack batteries were replaced. The system was then found to be operating as intended.